Event description:
The rep reported the device was used during a laparoscopic nissen fundoplication. It was reported the seals on the 511sd would tear upon insertion and removal of instruments. A total of 5 seals were torn in this case. The ports were not all from the same location. The trocars had to be replaced with new one. There was no consequence to the pt. Only the sleeves are being returned. The obturators were not saved.